Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was severely calcified and located in the left anterior descending artery (lad). The lesion was treated with four passes of the oad on low speed. The oad was removed and when pre-dilation was performed, a perforation was noted. Balloon angioplasty and stent placement were performed to resolve the perforation and the patient was stable following the procedure.